Event description:
A malfunction alarm was reported with malfunction code malf 12 on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. Although the pump experienced at least three occurrences of the malfunction, the customer had not previously reset it in the preceding 24 hours. The pump was under warranty, and technical support arranged to replace it. The customer was instructed to use the current pump as a backup therapy and to return the problematic pump using a pre-paid label within 10 days. Technical support ensured that the customer knew how to put the pump into storage mode, and the customer confirmed understanding of the instructions.